Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right atrial lead exhibited high capture thresholds. X-ray revealed the lead was dislodged. The lead was explanted and replaced on (B)(6) 2016. No patient symptoms were reported.